Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device had error alarm 1821. Troubleshooting was performed but the error returned. The event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.